Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve after the release from the delivery catheter system (dcs) the valve dislodged. Subsequently, an additional transcatheter valve was also implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.